Event description:
Received notice of complaint concerning above product from product complaint form filed by facitily. Clinic reports a blood leak at the initiation of the treatment at dialyzer reuse #2. Unable to make contact with facility until 4-5-99. Called facility and was notified of ebl.250ccsthere were no adverse effects to patient or medical intervention required. Sample was discarded on day of treatment, therefore there is no sample available. MDR filed due to blood loss reported.